Event description:
It was reported, the patient is experiencing sharp/stinging pain at the ipg pocket site. The pain occurs while stimulation is on and stops when the stimulation is turned off. The patient indicates the ipg site is tender and sensitive. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.